Event description:
It was reported to resmed that an astral device displayed an error message (sf101) related to pressure measurement. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to a third party service center. Evaluation revealed the device failed to complete its service test. Review of the error logs confirmed the reported complaint. The device software was upgraded and pneumatic block replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).